Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2022 due to high blood glucose. Customer's blood glucose was 500 mg/dl and the current blood glucose was 140 mg/dl. Customer stated symptoms related to high blood glucose that were nausea and difficulty in breathing. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of incident. Customer stated that the insulin pump had blank display. Customer inserted new battery and the display returned back. No further patient complications were reported. Troubleshooting was performed. The device will be returned for the analysis.

Manufacturer narrative:
He customer was hospitalized for high bg's on march 03, 2022. The customer alleged blank display on march 15, 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0877 inches. History download was successful using thus and carelink upload was successful. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected pump error 23 alarm noted during testing. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, low battery alert, unexpected power loss alarm, replace battery alert, or replace battery now alarm noted in the pump trace download. The pump powered up properly after the test battery was installed. The pump was monitored for 2 days. No blank display noted. The power connector was plugged in properly. No damage noted on the electronic assembly, motor or force sensor during visual inspection. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. The pump passed the functional testing. Unable to confirm alleged high bg's. Blank display was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.